Manufacturer narrative:
Unit passed rewind test and displacement test. Unit failed to vibrate during self test due to vibrator motor connector broken black wire.

Event description:
Customer reported via phone call that the insulin pump had vibrate anomaly. Customer's blood glucose level was 150 mg/dl. Customer also stated that the insulin pump kept on vibrating but there was no alert. Customer was assisted customer in performing a self test and insulin pump vibrated during the vibrate test. The device will be returned for analysis.